Manufacturer narrative:
(B)(6). (B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, the cloth part came off after paddle was retracted inside the body. They pulled it out and placed another. The component disengaged and they removed everything out of the body. No further information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one endo paddle retract* 12mm instrument opened by the account. The blue cloth was disengaged from the metal frame of the device. The metal frame and tubing were damaged. Functional testing was precluded due to the observed damage. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.